Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller is a microprocessor unit that controls and manages the system. It sends power and operating signals to the blood pump and collects information from the pump. The hvad controller requires two power sources for safe operation. The instructions for use (IFU) and patient manual explain the correct method of connecting to and disconnecting from the power sources and the controller to prevent damage to either the power source connections or the controller power ports. According to the IFU and patient manual, users are instructed to return any damaged components to heartware. If the controller is only connected to one power source, the controller will function, but will sound an alarm after twenty seconds. In addition, the user is cautioned to always have a backup controller available and programmed identically to the primary controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient was brought into the hospital due to alarms potentially associated with a loose power port. Upon inspection, it was noted that the power port on his controller was completely loose and able to be removed from the housing, exposing the internal wiring. The patient noted that when he woke up, it was like that. When the patient was checking the connections he had a red triangle and alarm. Log files were sent and the only alarms noted were two vad stop alarms. Per log files, no alarms or issues with power sources associated with the loose port. There was no damage, force or dropping of the controller. The site feels that possibly in the confusion of the loose port, the patient did a driveline disconnect accidentally. The controller was exchanged with no reported consequence or impact to the patient and is fine at home. Preliminary testing results revealed that functional analysis was waived due to a loose power part 2 inside enclosure. Controller was received with a totally loose power port 2 connector. This type of damage could prevent a battery from making a proper connection. It can also compromise the integrity of components inside the controller. In addition power port 1 was slightly loose from the controller. No further information was provided..

Manufacturer narrative:
It was reported that the patient was experiencing alarms potentially associated with a loose power port on the controller, a red triangle was observed on the controller's display at the same time the alarm occurred. The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis of the returned device revealed that the device passed functional testing but failed visual inspection due to a loose power port 1 and 2 connectors. Log file analysis revealed multiple vad stopped alarms on (B)(6) 2017, within 06:40:13 and 06:40:25 hours, which indicates that the driveline was physically disconnected from the controller. The disconnection was also recorded in the event file at 06:40:14, followed by a motor start at 06:40:31 hours. A few hours later an additional vad stopped alarm was recorded, the event file also recorded this disconnection with no motor start, this is most likely due to a physical disconnection between the controller and driveline during the reported controller exchange. The vad stopped alarms are related to the reported "red triangle"; however, no alarms were recorded related to the loose connectors. A possible root cause of the loose connectors may be attributed to a shift in the manufacturing process. The manufacturer has an open internal investigation to evaluate the anomalies of loose connectors. A possible root cause of the vad stopped alarms may be attributed to a physical disconnection between the controller and driveline. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.